Event description:
During procedure with the rotablator, the wire fractured in the pt. Fracture occurred while dynagliding out with a 2.00mm burr. Pt sent to surgery for pulmonary rupture, not caused by rotablator device. Pt died in operating room.